Event description:
Physician reports intra-capsular rupture of implant and total capsulectomy ¿ implant shell disintegrated. Rupture was diagnosed with an MRI. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade I.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2.